Event description:
Related manufacturing report number: 2017865-2025-11716, related manufacturing report number: 2017865-2025-11717 . It was reported patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead and left ventricular (lv) lead both exhibited no capture. It was also noted that the patient twiddled with their implantable cardioverter defibrillator (ICD), causing it to migrate. Chest x-ray was performed and confirmed ICD migration and rv and lv leads dislodgement due to twiddler's syndrome. The ICD and both leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached eri. No anomalies were found.